Event description:
Consumer reports toothbrush head breakage. This is reported as malfunction with the potential to cause serious injury. No injury reported.

Manufacturer narrative:
(B)(4). Conclusion: CAPA# (B)(4). Addresses this complaint type (rear housing breakage of brush head). Corrective actions have been implemented as of q3 2013 to reduce the occurrence of rear housing breakage. Based on the head lot code (dd3337h3), this product was manufactured after implementation of corrective actions. Currently, two complaints of rear housing breakage with post-CAPA lot codes have been rec'd. Quality will continue to monitor these complaints.